Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had an inch of blood in the helium tubing that leads to the pump. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information requested with regard to the repair and status of the iabp were performed with no additional information provided. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.

Event description:
N/a.